Event description:
The customer contact reported an adverse pt event while the device was in pt use. No specific pt info, pump programming, or event details were provided. Reportedly, the IV tubing set was attached to the pt's feeding tube and the delivery was started. The customer reported that this resulted in an unspecified adverse pt event. Though requested, the customer declined to provide additional info.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.